Event description:
It was reported that an error message occurred, there is a keypad issue, the lower display has segments missing, and it does not stay on for one minute. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).